Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
During hip surgery, the surgeon had difficulty getting the acetabular liner to lock into the acetabular shell. Another shell and liner were implanted successfully.